Manufacturer narrative:
The fracture at the tibial end of the absorber was confirmed upon removal of the device. The root cause is a supplier error. An incorrect drill was used resulting in an inaccurate drill point angle and reduced material thickness. This might increase the risk of implant fracture in one lot where the supplier error occurred.

Event description:
Patient reported medial knee pain. Fracture at the tibial end of the absorber was observed on x-ray. The device was removed without difficulty.